Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that hydroset was used on the margins of a craniotomy (including the drill hole). After a revision surgery for another reason, it was found that the material was crumbly, detached from the gap and the drill hole, and had not persisted as a solid matrix. The material was removed but not replaced by another hydroset. There were no adverse consequences to the patient due to the use of the bone cement.